Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
While explanting a perform 15 degree full wedge baseplate the screwdriver tip broke inside the head of the central screw. After several attempts removing the baseplate was aborted. A new sphere was fully seated, impacted and screwed in tightly. The tip of the screwdriver was not retrieved. It remained in the central screw head.